Manufacturer narrative:
Date of report: 26jun2019. Date rec'd by MFR: 17jan2019. The manufacturer's field technician confirmed the reported condition. The manufacturer's field technician replaced the front panel assembly to address and correct the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: 21jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the proximal pressure port was broken there was no patient involvement. Event date not specified; estimate used.